Event description:
A distributor reported that a user dropped their pump, causing the screen to turn black and impede interaction, although the device continued to beep and vibrate. There was no reported impact on the customer¿s blood glucose level. The pump was within warranty and tandem technical support arranged for a replacement pump to be shipped, provided instructions for shipping the defective pump back, and confirmed the customer¿s shipping address, but did not receive information on the backup therapy the customer would use in the interim.